Event description:
It was reported that the syringe 1ml ll w/o dn experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no.: 309628 batch no.: 9003925. The reporter contacted to request for a replacement of one vial of eylea. The reporter stated that after the operator drew up a dose of eylea into the syringe, the operator noticed a foreign particle was floating inside the syringe. As a result, the dose was not used. Date of occurrence was not reported.

Manufacturer narrative:
H.6. Investigation summary: one photo of a loose 1ml syringe with a needle attached and clear liquid inside was received and evaluated. It was observed there was a brownish foreign matter particle inside the syringe. It appeared to be a cardboard fragment and was larger than level 2 in size which was rejectable per product specification. Potential root cause for the foreign matter defect is associated with the material handling process. There is a manufacturing line in the area that occasionally uses cardboard boxes to fill orders. It is possible a small fiber broke off one of the boxes and made it onto the line that produced the 1ml syringe. The aql for foreign matter in the fluid path is 0.25%. The defective rate identified is 1 out of (B)(4) which is (B)(4). No corrective actions are necessary based on the defective rate identified. Batch 9003925 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml ll w/o dn experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no.: 309628. Batch no.: 9003925. The reporter contacted to request for a replacement of one vial of eylea. The reporter stated that after the operator drew up a dose of eylea into the syringe, the operator noticed a foreign particle was floating inside the syringe. As a result, the dose was not used. Date of occurrence was not reported.